Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being internationally for use with 220 volt power sources.